Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an exercise test was performed and a new wavelet template was collected with higher match scores.

Manufacturer narrative:
Corrected: b1, b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that sinus tachycardia episodes were again in the vt monitor zone due to poor wavelet match scores. It was indicated that extravascular (ev) lead noise and small/variable r-wave amplitudes were suspected to be the reason the wavelet was not able to discriminate.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in clinic and the clinic changed the wavelet vector and increased the vf (ventricular fibrillation) zone. A recent remote transmission shows episodes still in the vt (ventricular tachycardia) monitor zone with poor match scores.

Manufacturer narrative:
Continuation of d10: ev240163 ev-lead, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 weeks post implant the extravascular implantable cardioverter defibrillator (ev-ICD had sensing and detection problems with episodes seen in the ventricular tachycardia monitor zone that are sinus tachycardia, but the wavelet match scores were low. It was noted that the patient was exercising.  Additionally, electromagnetic interference (emi) oversensing was observed at the end of the oversensing decay phase (360ms) in episode 103. In-office testing showed an r wave of 2-4mv and impedance measurements of r1-r2 at 399, r1-c2 at 266, and hv at 73 ohms. The wavelet vector was reviewed, showing unstable match scores in most vectors, with the most stable vector being coil 1-coil 2. Wavelet optimization and osp (oversensing parameter) were adjusted to 6, and the patient was advised about external emi. The patient will be reviewed in 2-3 weeks via remote transmission. The ev-ICD remains implanted and in service. No patient complications have been reported as a result of this event.